Event description:
Reporter called on behalf of her husband regarding the er1 message. Reporter recalled husband mentioning the er1 message but he could not recall any details. He may have tested again and noted a blood glucose result over 300 mg/dl and that he may have felt "shakey" at the time. He does remember using the test strips in the correct manner. Reporter doesn't remember whether husband compared his test strip to the color chart.